Event description:
It was reported that during a coronary stent procedure in which multiple devices were used, the balloon ruptured in a calcified lesion and became caught in the stent. The balloon catheter could not be removed and the pt was sent to surgery. The surgeon was unable to remove the balloon from the stent and bypass surgery was performed. The pt was initially doing well after surgery, however, it was subsequently reported that the pt expired 2 days post procedure. The family refused an autopsy.